Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2016; 1103 hvad pump; 1125 hvad outflow graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the battery longevity status bar was gray. It was noted that the gray bar and battery voltage remained the same after three interrogation attempts. The device was not used and there was no patient involvement.